Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. After further communication with the customer, the identity of the reported "frayed wires" was unable to be confirmed. As such, cook cannot confirm that there was an alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a cook device. Therefore, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction of a cook device. This complaint will be canceled by the manufacturer. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in a general complaint that unknown wire guides frayed during unknown procedures. The physician stated that the frayed wires mostly occurred with 8.5 fr multipurpose drains and believed the drains and or dilator/stiffener material may have changed. No specific patient or device information could be given. As reported, no adverse effects occurred or additional procedures were required.